Manufacturer narrative:
Age, weight, and ethnicity: unknown/ not provided. Date of event: exact dates not provided, article acceptance date is 20 june 2020. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. Citation: lok wan loraine chow, nicholas siu kay fung, kwan ho alvin kwok, premium intraocular lens implantation in eyes with vitrectomy done, (2020), springer nature b.v.; 40: page 2949¿2956 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: premium intraocular lens implantation in eyes with vitrectomy done. A single-center, single-surgeon, retrospective study was done to report the postoperative near and distance visual acuity and subjective quality of vision in eyes with premium iols implantation and vitrectomy done. A total of 20 eyes were included in the study and divided into 2 groups: group 1 are patients who underwent a combined phacovitrectomy surgery in the same setting, and group 2 are those who received phacoemulsification with premium iol implantation after previous posterior vitrectomy surgery. The premium iols implanted include multifocal iols: tecnis zm900/zxt150 (abbott medical optics), restor sa60d3/sn60d3 (alcon laboratories inc), zeiss at lisa tri 839mp; accommodating iol: crystalens hd (bausch and lomn, inc); and extended depth of focus iol: tecnis symfony (zxr00). One eye in group 2 was excluded as an iol exchange was required 7 months after implantation of multifocal iol (tecnis zm900) due to subjective dizziness and headache despite a corrected distance logmar visual acuity of 0 and near visual acuity of j2. A successful iol exchange to monofocal iol was performed with improvement in subjective symptoms. This patient was excluded from the data analysis. Other jnj product was mentioned but no complaints was reported against it. This MDR is being submitted for the iol exchange event.